Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. Recall #FDA-assigned recall event ID 74805.

Event description:
Consumer reported complaint for low results. Customer reported no symptoms, and does not need medical attention. Strip expiration date is 03/31/2018 and strip open date is (B)(6) 2015. Strip storage is correct. Reviewed meter memory: 72mg/dl (B)(6) 2015 10:20:00 am fasting: yes; 91mg/dl (B)(6) 2015 08:26:00 am fasting: no; 79mg/dl (B)(6) 2015 08:06:00 am fasting: yes; 110mg/dl (B)(6) 2015 10:20:00 am fasting: yes; 89mg/dl (B)(6) 2015 07:00:00 am fasting: yes. Memory concerns: 72,91,79, 89. Customer stated that his trueresult blood glucose monitoring device is displaying results that are consistently lower when compared to a competitor's blood glucose monitoring device. Customer stated that his trueresult meter displayed a 97 mg/dl and compared it to a result received using a competitor's meter which displayed a 120 mg/dl. Both results were taken seconds apart, fasting. Customer's normal blood glucose values range from 100 to 120 mg/dl (fasting). Customer declined back to back blood test.